Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver an unknown drug. The indication for use was unknown. It was reported that the healthcare provider wanted to know how the catheter broke. It was noted that the catheter was not surgically cut. Additional information was received from a manufacturer's representative on (B)(6) 2017. It was reported that the patient was infected and explanted. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
(B)(4) does not apply. (B)(4) applies to the pump. (B)(4) applies to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. The broken catheter was diagnosed during a cat catheter dye study. The broken catheter was discovered during surgery at the time of catheter replacement. The catheter dye study was done the day of surgery in radiology and then was scheduled for surgery that same day. There were no known symptoms related to the broken catheter. The patient¿s weight was ¿about (B)(6) pounds¿. The system was implanted in ¿(B)(6) 2017¿ and explanted in ¿(B)(6) 2017¿.

Manufacturer narrative:
The main component of the system, other applicable components include: product ID: 8780, serial (B)(4), product type: catheter. [Correction]) only the catheter (serial (B)(4) was returned to the manufacturer for analysis. Evaluation of implantable catheter serial (B)(4) revealed the following: the catheter was returned in two segments. The first segment included the sutureless connector (sc) assembly, proximal section, pin connector, and the beginning of the distal section. The second segment included the remaining distal portion and included the anchor. A visual inspection of the returned catheter did not identify a break. Analysis identified an occlusion in the catheter body of the first segment which was consistent with dried drug, blood or other foreign material. However, the occlusion broke loose during the decontamination process and the segment passed subsequent patency testing. No leaks were identified. (B)(4) are no longer applicable. Code-conclusion 71 is only applicable for the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-aug-09 from a health care provider (hcp) via a manufacturer representative reported a facility the representative was working told him the pump had been infected. The pump was one of twenty-four the facility was working with. The representative stated he did not have any additional information regarding the pumps mentioned. A nurse just happened to provide that information to the representative during a general conversation about infection. It was unknown if the infection was related to the device. Additional information received on 2017-aug-24 from the hcp reported the pump was replaced. The patient also had a broken catheter and developed meningitis. The patient¿s weight at that time was (B)(6) pounds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.